Manufacturer narrative:
The customer canceled the service call. A follow-up report will be filed when additional details become available.

Event description:
It was reported that the collimator on the 2600 system locked up. No pt injury was reported.